Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please provide the lot number: lot number unavailable. Another suture from same lot used without issue. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2022 and barbed suture was used. The loop wasnt intact - surgeon could not use loop for initiation technique on closure. The surgeon decided to tie a knot in the device instead of opening a new one. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported the stratafix spiral loop wasn't intact, could you please provide more details? There was literally no loop on the device. I was in the case with the surgeon trailing the product. Surgeon took first bite and went to look for the loop on the suture - it was non existent. End of the suture looked kinked. There was no loop.